Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s shocking was not determined. They added that the patient will have x-rays taken on (B)(6) 2020. The rep also noted that impedance checks were done, and all impedances were okay. They stated that the shocking has not been resolved at this time, as it starts after some time when the stimulation is on. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient's past history includes the patient experiencing shocking at the ins site and right leg even with stimulation off. The patient's therapy target is for back and leg pain and the patient had been using ld programming. The patient has their system for thoracic area and system for cervical. No falls or trauma and the issue seemed to start randomly. No changes at the pocket site. The shocking would be felt at the pocket site and also in legs and once stimulation is shut off it would subside and go away after a while. The rep had the patient shut off their stimulation off, and the stimulation has been off since (B)(6) 2020. The caller saw the patient yesterday to do reprogramming, hoping to address the shocking issue. The caller used dtm programming for the patient and the patient was okay when he left the clinic. The impedances were all in normal range. No imaging was done. The rep received an email from the patient today that he was getting unbearable shocking today with his stimulation on and off. The patient was unable to fully bend or stretch his right leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device is off, off via the on/off switch on the controller and taking the controller battery out, patient is feeling a zapping sensation. Unclear whether stimulator related or another issue. No falls, MRI or other issues were reported. Patient will be seen on 5/22 to evaluate, impedance and device check. The device was off and tracking will be kept of zapping. The hcp had no further information. Patient weight was asked but unknown.